Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose was 500, 493 mg/dl. The customer was treated with the manual injection. The customer experienced the symptoms related to high blood glucose as nausea, vomiting, abdominal pain and difficulty in breathing. Customer was neither in emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does not allege pump was under delivering. The drive support cap was appeared to be normal. The troubleshooting was performed for high blood glucose. Customer stated that the insulin pump was not delivering insulin because she have a high sugar. The insulin pump will not be returned for analysis.